Event description:
The facility rep reported "should go off at 5cc but goes on to 23cc" on a flogard pump during bio-med testing. Although baxter attempted to obtain information, details were not available regarding additional contact information. According to the facility representative, no pt injury or medical intervention had been reported related to the device. No additional information was available.

Manufacturer narrative:
The device has been received for evaluation, however, evaluation is not completed. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available.